Manufacturer narrative:
The explanted device was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by hospital personnel that the pt had a period of elevated ldh levels of 5000-6000 with power fluctuations, not sustained. The gradual increase in power would hold for a period of time and then drop back to pt normal. A decision was made to perform a pump exchange from one lvad to another lvad. Visible thrombus was noted at time of the lvad exchange.